Event description:
A male patient used a lofric origo intermittent catheter fr16 with coude tip on (B)(6) 2023. The patient felt a "snag" and had some difficulty with insertion. The following day ( (B)(6)2023) he had a large amount of blood and blood clots in his urine. This continued a few days. On day 3 he went to his care clinic, but his urine was cleared up by then. One ( (B)(6) 2023) he saw a small amount of blood again, so he called the care clinic for examination. His doctor couldn't say if his bleeding was related to his catheter use or not. This patient does have a hydrocele and hernia and will have surgery in (B)(6) 2023. This is unrelated to catheter use. Furthermore, the patient has history of enlarge prostate, heart disease and take a blood thinner medicine.

Manufacturer narrative:
Bleeding is one of the lower urinary tract symptoms seen in patients with benign prostatic hyperplasia. The patient was diagnosed with bph which can cause uncomfortable urinary symptoms, such as blocking the flow of urine out of the bladder. It can also cause bladder, urinary tract or kidney problems and sign of blood in urine which is well known by both the patients and health care professionals. In this case, the patient was diagnosed with benign prostatic hyperplasia, and this may have contributed to the bleeding. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.